Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient's right ventricular (rv) lead was initially implanted nine years ago, the lead was twisted under the device in the pocket. Upon recent removal of the device, it was noted that the twist of the lead created insulation damage. The lead was wrapped with a second sleeve and silicon was used. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.